Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that an increasing the high voltage shock impedance measurements was noted when it comes to this right ventricular (rv) lead. A possible tissue ingrowth was suspected to be the reason for the reported out of range values. A high energy shock test was performed and the actual shock value was 135 ohms, however the daily values continued to increaser. A review of this case was requested. Boston scientific technical service (ts) noted that since the device as a competitor device it was hard to comment on the shock trend. Ts discussed doing an x-ray to check for anomalies. At this time the lead remains implanted. No adverse patient effects were reported.